Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced the wash valve, sample valve, and cta (closed tube aliquot) probe which resolved the issue. The primary failure mode was a defective cta wash valve (p/n b10872) causing the cta probe to leak. The sample valve, cta probe and wash station were incidentally replaced. Identification of failure mode: the failure mode is the cta wash valve (p/n b10872). There were no erroneous test results associated with this event. This failure mode can impact any or all chemistries, including critical chemistries. (B)(4).

Event description:
The customer reported a leak while using a unicel dxc 600i synchron access clinical system. The leak was a cta (closed tube aliquot) probe leaking small amounts of wash buffer fluid contained within the instrument. The customer stated the cta probe fitting and sample syringe were not loose; a service request was generated. The operator wore a lab coat and gloves while operating the instrument. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.